Event description:
It was reported that the 9600 system was missing saved images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.